Manufacturer narrative:
A ge representative evaluated the system and found the md6 memory needed to be replaced, but is no longer available for this system and cannot be repaired by ge.

Event description:
The customer reported, the system will not produce images and has a bad smell coming from it. No patient injury was reported.